Event description:
It was reported that the customer went to the emergency room with blood glucose levels reaching 536-539 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin which resolved the issue without causing permanent damage. Customer was released but a specific release date was not provided. During troubleshooting the customer reported that the pump time was off less than 5 minutes and the customer had already corrected pump time.